Manufacturer narrative:
Follow-up #1: date of submission 10/18/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 09/24/2016 with the following findings: on investigation, the pump was unresponsive using the returned battery cap and a test battery cap. The pump had no audible tone and no vibration and the display screen remained blank. The battery cap was not able to be fully tightened to the pump. The battery compartment was noted to be cracked. There was evidence of moisture inside the pump on the master processor circuit and the transformer. Pump history was not able to be downloaded due to failure to power on. The pump was determined to be unresponsive due to internal moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (damage) issue. The battery compartment reportedly was cracked. There was no visible yellow o-ring and no damage to the battery cap; however, the battery cap was never replaced. There was no indication that the product caused or contributed to an adverse event. This complaint is reportable because the user may be unaware that the pump has lost power, leading to under delivery.